Event description:
It was reported that the left ventricular (lv) lead was damaged at implant. The lumen was clogged and the body leaked water under pressure. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).